Manufacturer narrative:
(B)(4). The reported event is confirmed through radiographs received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was unable to be reviewed, as part/lot number is unknown. Review of the complaint history also could not conducted as part identification is unknown. X-ray review demonstrates superior dislocation of a left total hip arthroplasty with screw fixation of the acetabular component. Significant radiolucency was also seen along the proximal femoral component, which suggests possible osteolysis. Additional oblique fracture of the proximal to mid diaphysis of the left femur which extends through the tip of the femoral component was also noted. The likely root cause for the fracture/dislocation is due to the reported patient fall. Root cause of osteolysis could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision due to peri-prosthetic femur fracture due to a patient fall. This was reported to be not device related. However, radiograph review noted significant proximal stem radiolucency that is indicative of possible osteolysis. Dislocation was also noted. Attempts have been made and no further information has been provided. No additional patient consequences were reported.